Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a 29 millimeter (mm) transcatheter valve in a previously implanted 25 mm non-medtronic surgical aortic valve, the patient had a mean gradient of 32 millimeters of mercury (mm hg) and a pre-implant balloon aortic valvuloplasty (bav) was not performed. Upon 80% deployment, under expansion of the valve frame was observed. Subsequently, the transcatheter valve was recaptured and withdrawn from the patient. The physician decided to be performed a pre-implant bav using a 23 mm non-medtronic balloon, and a new transcatheter valve was implanted in the surgical aortic valve without any issues. Per the physician, the patient's fibrotic surgical aortic valve contributed to the under expansion. No patient complications were reported as a result of this event.